Event description:
The manufacturer received information from a third party service center alleging a ventilator's internal battery was not charging. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 65%. The device's battery charge limit was reset to 100% to correct the problem.